Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. Patient also had another device explanted. No further details were provided. Information learned from implant pt registry. It was additionally reported that a second device, model # 4600, was explanted. Refer to MFR report # 6000002-2008-09415.

Manufacturer narrative:
Device not returned.